Manufacturer narrative:
This report is submitted december 14, 2017.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu. It is unknown whether there are plans to explant the device, as of the date of this report.

Manufacturer narrative:
This report is submitted on may 3, 2019. (B)(4).